Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The rehab assistant reported that the rear right side metal frame underneath the seat has broken and a large piece of metal fallen off. The unit is 4 years old and used by multiple users.